Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. Stryker was able to verify and duplicate the reported issue. The power module was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause is an electrically shorted capacitor on the ac to to dc voltage converter which prevents dc voltage output to the power pcba.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.